Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 results for 9 patient samples on a cobas 8000 e 801 module. Patient 1: the initial result was 99 ng/l, and the repeated result was 18 ng/l. Patient 2: the initial result was 27 ng/l, and the repeated result was 17 ng/l. Patient 3: the initial result was 25 ng/l, and the repeated result was 7 ng/l. Patient 4: the initial result was 17 ng/l, and the repeated result was 11 ng/l. Patient 5: the initial result was 15 ng/l and the repeated result was 10 ng/l. Patient 6: the initial result was 15 ng/l and the repeated result was 11 ng/l. Patient 7: the initial result was 45 ng/l, and the repeated result was <6 ng/l. Patient 8: the initial result was 17 ng/l, and the repeated result was <6 ng/l. Patient 9: the initial result was 15 ng/l, and the repeated result was <6 ng/l. The samples were repeated because the initial results were flagged as high. The repeated results were believed to be correct. The repeated results were obtained on (B)(6) 2025.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration and qc were acceptable. A general reagent issue was excluded. The field service representative replaced the measuring cell and performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.